Manufacturer narrative:
Neither the involved device nor samples from the same lot were returned, and photographs were not provided. Therefore, a visual/functional inspection could not be performed. The lot number was provided. Product history records were reviewed: all quality checks performed indicated passing results and all release criteria were met per the product drawing. Every swab undergoes a pull test to ensure the swab is securely attached, if the swab fails this test, it will be rejected. The root cause of the foam disengagement could not be determined and therefore, no corrective actions were taken. Complaints relating to swab disengagements will continue to be monitored and trended.

Event description:
Report received stating foam on the suction swab disengaged in one piece into the patient¿s mouth. The patient was a 71-year-old female that weighed 53kg. The event occurred during the initial use of the device. A nurse was able to remove the pieces of foam from the patient¿s mouth with their fingers. The patient did not experience any adverse consequences. The device has been discarded and photos are not available.